Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative; no facility contact available. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a (frn) driving cap broke inside a femoral recon nail (frn) insertion handle. The surgeon was not fully finished inserting (frn) intramedullary device when the driving cap came loose. Driving cap must have loosened, when surgeon hit the driving cap once more with quite a bit of force, it caused the threaded end of the driving cap to shear off and remain in the insertion handle. There was no surgical delay reported. Procedure outcome was unknown. There was no patient harm. Concomitant devices reported: unk - nail insertion handles (part # unknown, lot # unknown, quantity# 1). This is report 1 of 1 for (B)(4).